Manufacturer narrative:
Software log review identified intermittent microcontroller communication issues. The unit was physically inspected on site by an orthofix clinical specialist who was unable to replicate the failures. No definitive root cause could be determined at this time. Orthofix will continue to monitor this system.

Event description:
According to the reporter, the 7d navigational system crashed twice while attempting a flash registration acquisition. The surgery proceeded with intermittent use of navigation, using fluoro more than anticipated. This resulted in a surgical delay of more than 30 minutes. No patient harm was noted.